Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after one year and a month after post filter deployment the patients alleges for an upper quadrant abdominal pain. Approximately after five year and eight month a computed tomography showed the filter is located at level. The superior tip of the filter was 5mm above the inferior aspect of the lowest right renal vein. Filter was tilted approximately five degrees to the right and several struts which minimally exit the boundary of the inferior vena cava with two of the medial struts entering the adjacent retroperitoneal fat. There was no evidence of vein, bowel, or organ perforation. Therefore, the investigation is confirmed for perforation of the ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.